Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin to load into the cartridge. Tandem technical support reminded the customer this was off-label. Customer re-loaded the cartridge to resolve the issue. No reported adverse impact to the customer¿s blood glucose level.